Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-01985; reference MFR. Report#: 1627487-2019-01986.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: mn20450-50a, drg lead, therapy date: unknown, model: mn20450-50a, drg lead, therapy date: unknown.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-01985, reference MFR. Report#: 1627487-2019-01986. This report is in reference to a (B)(6) patient. It was reported the patient had been receiving ineffective therapy due to high impedance found on one of their leads. It was also reported the patient's scs system was considered damaged. Further information related to the allegation and clarification was unable to be obtained. The physician decided to explant and replace the patient's drg system with an scs system consisting of a single lead and ipg. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported to have high impedance because it's unknown which device was liable.

Manufacturer narrative:
The patient's drg system was considered damaged.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-01985, reference MFR. Report#: 1627487-2019-01986.